Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. .

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 523 mg/dl. The doctor wanted a rep to go to the hosp to troubleshoot the insulin pump. Offered troubleshooting over the phone, but the doctor declined. Advised the doctor to contact the local rep. Nothing further was reported.